Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was being explanted due to unstable thresholds and periods of no capture. The patient experienced chest pain and trouble breathing during the night. It was determined that the patient had a perforation. There was a suspected rv lead connection issue and the implantable pulse generator (ipg) exhibited pacing problems. The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.